Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise which led to the delivery of inappropriate shocks to the patient. A low out of range pacing impedance measurement of less than 200 ohms was also exhibited. Additional information provided from the field indicated that the cause of the impedance issue was not determined, there was no therapy exhaustion due to the delivery of the inappropriate shocks, and the patient was not pacemaker dependent. The patient's device was reprogrammed and the rv lead continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.